Event description:
The customer reported her blood glucose reached 400 mg/dl less than 24 hours after the pod was activated. She gave a manual injection of insulin (exact dosage was not provided). The pod was deactivated and she noticed the needle did not deploy the cannula into the infusion site. She discarded the pod prior to her call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.